Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 50 mg/dl was recorded by continuous glucose monitor (cgm) at 6:05:15 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 6:00:15 pm. Blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 51 mg/dl were recorded by continuous glucose monitor (cgm) from 9:32:34 pm to 11:27:33 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 9:32:34 pm. On (B)(6) 2020, at 3:53:10 pm and 6:01:20 pm, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.